Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 80% to 5% then went back up to 80% while disconnected from a power source in the past. The customer¿s blood glucose level was not impacted. Review of the pump data logs by tandem technical support was unable to confirm the reported issue. Reportedly the customer would continue to use the pump for insulin therapy.